Manufacturer narrative:
The reported problem was confirmed, the cause of the reported problem was the charging port that was physically broken. The device was operational after repairs were completed. The device is charging. The unit was returned to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. A review of the risk management file was performed, and the potential severity is s2 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
It was reported to philips that the device is not charging due to charging pin is missing. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.